Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the power module is defective. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint regarding the heartstart mrx, indicating that there was defective equipment in the power module. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart mrx defibrillator, which has reached the end of its product life cycle. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The customer was made aware of the end-of-life terms and the device remains at the customer site.no further action is required at this time. H3 other text : device is end of life / end of support.